Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the ECG's were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, there was an intermittent open along the rear pulse wire in the trunk cable. The cause of the failure was isolated to the open pulse wire. The root cause of the open cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt.